Manufacturer narrative:
Cine image review: the images from the journal article confirm the bifurcation lesion with stenosis showing the implantation of the stent and kissing balloon performed. The images also appear to show final angiography of the lesion after stent migration and mini crush stent technique on the bifurcation. An image confirms migration of the endeavor resolute stent during pullback of the side branch non-mdt stent event date (B)(6) 2016 is taken from publish date of article. Cardiovascular revascularization medicine 2016 unusual complication during a percutaneous coronary intervention for a bifurcation lesion using t and protrusion technique http://dx.doi.org/10.1016/j.carrev.2016.

Event description:
Cta revealed a significant bifurcation lesion between the left anterior descending coronary artery (lad) and a diagonal branch. It was reported that an endeavor resolute rx drug eluting stent was implanted in the lad covering the diagonal branch at 20atm. Plaque shift on the diagonal branch occurred. A floppy guidewire was advanced across the stent struts into the side branch and a simultaneous final kissing balloon was performed using 2 nc balloons. Angiography showed good results on lad but not diagonal artery. The physician decided to do a t and protrusion technique (tap) with implantation of a second des (non-mdt) through the previously implanted lad stent. It was reported that it was impossible to position the stent far enough in the side branch. The physician attempted to withdraw the non-mdt stent and endeavor resolute stent in the lad was dislodged and pulled into the aorta and through the artery tress until it was blocked in the radial artery. Both stents were reported to be crushed along the pullback. The physician performed a mi ni-crushed stent technique on the bifurcation using a 2.5/12 mm xience everolimus drug-eluting stent in the diagonal branch crushed by a 4.0/15 mm endeavor resolute zotarolimus drug-eluting stent deployed at 20 atm. The physician attempted to retrieve the two stents in the radial artery using a vascular retrieval forceps and a non-mdtgooseneck snare but this was unsuccessful. The patient was finally transferred to surgery department for direct extraction of the material through a radial arteriotomy. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.